Event description:
During a trans-illuminated phlebectomy procedure the hand piece was not starting and stopping in the location where it was supposed to. The customer replaced the hand piece and used it several days later in another case and the same problem occurred. The hand piece was running on it's own; not stopping and starting where it should. The customer believes the problem is with the control unit and not the hand piece. It was reported that a one-hour delay occurred to remove and replace the control unit and hand piece to get it running again. Pt was ok and no reported complications occurred.